Event description:
The device was used on a laparoscopic colon resection procedure. The tissue pad fell into the patient. The tissue pad was retrieved from the patient. A new device was used to complete the case. There was no patient consequence. .

Manufacturer narrative:
Based on the inquiry info received and the visual and functional testing, it was found that the clamp pad was detached from the lcs. This may have been caused by a bond failure. A product design has been implemented to greatly reduce this incident from occurring. This inquiry was originally reported as a rpo (record purpose only). Co strives to understand each incident as it occurs in order to continuously improve co's products.